Event description:
The device was received for service. During service testing, a failure code 814:01 (pump left in depleted/damaged battery alarm for an extended period of time) was found in the event history. According to the hospital representative there was no patient injury or medical intervention reported.